Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.